Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t4 blade, the image would become distorted and disappear. The procedure was completed with another glidescope titanium lopro t4 blade, which was made available within seconds. No harm to the patient or user was reported.